Event description:
It was reported that the customer was playing baseball and the insulin pump fell out of the customer's pocket and hit the ground. The screen of the device was cracked. The customer's blood glucose was unknown. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.